Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in the forearm. A 5.5-2/4t/90 symmetry balloon catheter was advanced for dilation. However, on initial inflation, the contrast medium leaked from the area around the tip of the balloon. There was a possibility that it was originally a balloon rupture. The lesion was dilated and the procedure was completed without any problem. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3. Date of event: approximated to (B)(6) 2021 as no event date was reported. E1. Initial reporter city: (B)(6). A symmetry sv/5.5-2/4t/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve 2mm proximal from the distal tip. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 as no event date was reported. (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in the forearm. A 5.5-2/4t/90 symmetry balloon catheter was advanced for dilation. However, on initial inflation, the contrast medium leaked from the area around the tip of the balloon. There was a possibility that it was originally a balloon rupture. The lesion was dilated and the procedure was completed without any problem. There were no patient complications nor injuries reported.